Event description:
Rptr purchased and used the rejuvenique facial toning mask mfg by salton, inc. And was burned on their face (next to right eyebrow on bridge of nose) which was extremely painful and ugly and they now have an indented irreparable scar on their face.